Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while fixating the ventricular leadless pacemaker with the delivery catheter it was noted that the device's tip was unstable. Soon after the patient's blood pressure and saturation dropped. An echocardiogram showed that there was an epicardial effusion and a cardiac perforation was suspected. The patient was stabilized; the device was retrieved and the procedure abandoned. Post-procedure, the patient passed away.

Manufacturer narrative:
The catheter was returned without a reported complaint. As received, a complete catheter was returned in one piece with the protective sleeve covering the distal end. Visual and x-ray examination did not find any anomalies. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.